Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated b5, d8, g6, h3, h6, h11. Added h2. The device was returned to olympus for inspection. The issue of blurry image was not confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope had a blurred lens. There were no reports of patient involvement.